Event description:
Dural puncture occurred unrecognized during epidural block on patient on 7/7/92. Patient was continued coagulated affter surgery & may have had corgulopathy (unrecognized) pre-operatively. Patient had sub-rachnoid bleed resulting in cord compression and paraplegia. Dural puncture recognized on lominectomy on 7/8/92. Block complicated by sticking of plunger in barrel of glass syringe during one neeedle advancenessdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.